Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the pump (B)(6) was not returned for evaluation. The controller (con406814) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports. The observed contamination is an additional finding not related to the reported event. The most likely root cause of the observed contamination can be attributed to the handling of the device. Log file analysis revealed a controller power up event with an associated pump start event on (B)(6) 2021 at 16:15:43. The data point prior to the loss of power revealed that bat932270 was connected to power port one (1) with 27% rsoc and bat815871 was connected to power port two (2) with 91% rsoc. The data point recorded after the loss of power revealed that bat932270 was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 19 seconds. No anomalies were observed leading up to the loss of power. Review of the alarm log file revealed three (3) critical battery alarms involving bat932270 logged on (B)(6) 2021 between 19:01:14 and 20:47:52, indicating a battery depleted below 10% relative state of charge (rsoc). Several additional controller power up events and vad disconnect alarms due to a physical disconnection of the driveline from the controller, were logged since (B)(6) 2021, likely due to troubleshooting after the patient was found. As a result, the reported critical battery alarm event was confirmed. Additionally, log file analysis revealed a sudden decrease in power consumption and estimated flow on (B)(6) 2021 leading to parameters below the normal operating range. Twenty-two (22) low flow alarms were logged since (B)(6) 2021 and (73) suction alarms were logged since (B)(6) 2021. Further review of the data log file a revealed only one data point with the pump connected logged on (B)(6) 2021 at 15:53:06; power consumption was above normal operating range and a high watt alarm was logged on (B)(6) 2021 at 15:52:39. Information received from the site indicated that the patient experienced cardiac arrhythmia of an unknown cause and the patient collapsed. The patient experienced ventricular fibrillation (vf) and they were defibrillated seven times. The patient was admitted and experienced ventricular fibrillation (vf)/ventricular tachycardia (vt) arrest. The patient was shocked and that was unsuccessful. The patient subsequently died. Based on the available information, the device may have caused or contributed to the reported event. The most likely root cause of the reported critical battery alarm event can be attributed to the battery depleting below 10% rsoc. Based o n the risk documentation, possible causes of the observed low flow and suction alarms events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, possible causes of the observed high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. A possible root cause of the observed loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Per the instructions for use, cardiac arrhythmia, cardiopulmonary arrest, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Con406814 d10: yes, return date: 08-nov-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information, newly added update the ed by adding controller additional product: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1650de / catalog #: 1650de / expiration date: 31-may-2020 / serial or lot#: (B)(6) UDI #: (B)(4) d10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 14-may-2019 h5: no h6: patient ime code(s): e0602, e060109, e060110 h6: imf code(s): f02, f23, f2306 h6: img code(s): g04035 h6: FDA device code(s): a1601 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is reopened and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-10-08; it was further reported that the controller exhibited critical battery alarm.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site revealed that the patient experienced cardiac arrhythmia of an unknown cause and the patient collapsed. The patient experienced ventricular fibrillation (vf) and they were defibrillated seven times. The patient was admitted and experienced ventricular fibrillation (vf)/ventricular tachycardia (vt) arrest. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of an vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device patient experienced cardiac arrhythmia of an unknown cause and the patient collapsed. The patient experienced ventricular fibrillation (vf) and they were defibrillated seven times. The patient was admitted and experienced ventricular fibrillation (vf)/ventricular tachycardia (vt) arrest. The patient was shocked and that was unsuccessful. The patient subsequently died.